Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer's blood glucose levels went as low as 47 mg/dl and as high as 600 mg/dl. Customer treated their low blood glucose levels via glucose tablets along with orange juice and their high blood glucose levels via manual injection. Customer advised they received a no delivery alarm during a bolus attempt. The insulin pump will not be returned for analysis.